Event description:
A complaint regarding high battery depletion was reported. Further analysis by boston scientific representative did not show any anomaly with the scs implantable pulse generator. Physician decided to perform lead revision and add one more lead for better coverage of the pain. A recent database analysis was performed by boston scientific employee, that revealed premature battery depletion. An explant surgery has been recommended.